Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via sems-06637671 that an ar-9676 angled reamer drive shaft was slowly welded together with the ar-9597-10 angled reamer sleeve before reaming the glenoid. The instruments were put aside, and a backup tray was opened to complete the case with no issues. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 08/19/2024: no case delay reported.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-10, batch 37622035, was received for investigation. Visual inspection noted that the reamer sleeve had striation marks on the distal and proximal end. Functional testing was performed with a known good device and found that the mating, ar-9676, angled reamer, shaft gets stuck inside the device and cannot be moved freely. The most likely cause is attributed to misuse due to interference with the mating instrument.